Event description:
I had a tvt in 2004 and have had complications from roughly 6 months after the procedure until now. I have had mesh removed by surgical procedure in 2006 and in the dr's office in early 2008. I have vaginal extrusion, scarring, mesh erosion with smell, and regular bleeding and discharge. Plus I have had cramping, infections - including bladder (which I never had prior to the tvt) and the feeling that I need to urinate more frequently when I don't need to go. The tvt has created more problems then solved, and is a constant burden, and has negatively impacted my life.